Event description:
It was reported an asymptomatic patient presented in clinic for follow up when wide qrs double counting was observed on stored electrograms. The device was reprogrammed with no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.